Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the colon during an open colectomy, the staples fell and could not work. They used another reload to complete the case. There was no patient injury.